Manufacturer narrative:
H3: to date, the device had not been returned. If returned, a supplemental MDR will be submitted for analysis results.

Event description:
The device was used for balloon angioplasty of the distal superficial femoral artery (sfa). The approximate vessel diameter was 4mm with a lesion length of approximately 150mm. The estimated lesion calcification was approximately 80%. The physician experienced difficulty removing the device. Removal was performed after the initial pass by holding negative pressure on an inflation device for approximately 5-10 seconds. Deflation was not confirmed under fluoroscopy once resistance was met. The physician "tugged pretty hard" when it was noticed the balloon was not moving under fluoroscopy during withdrawal. During the removal process, the shaft separated at the rapid exchange (rx) port. The introducer sheath needed to be removed when the balloon segment was snared because the balloon did not deflate enough to pass through the sheath. All balloon segments were retrieved. After removal, the physician still needed a 6mm balloon for the proximal sfa segment. Due to removing the sheath, the physician decided to gain femoral access to treat the proximal sfa with a drug coated balloon (dcb). There was no further impact to patient outcome. The reported issue resulted in a procedure delay of approximately one hour. The reported issue may have been caused by a combination of not fully deflating the balloon and removal through high calcification.